Event description:
The pt was experiencing overdose symptoms several days after pump refill. The pump was filled on 5/18/06 with lioresal 2000 mcg/ml, an increase in concentration from the previous 500 mcg/ml. A bridge bolus was not performed and the rate remained programmed to 310 mcg/day. Based on this rate, the pt would have begun to received the new refill drug approx 17 hours after refill. The pt presented to the emergency room with apneic spells, very flaccid, lethargic and unusual weakness. The symptoms progressed and the pt became unresponsive, was placed on a ventilator and was admitted to the intensive care unit, 37 mls of drug was removed from the pump three days later, the pt became responsive and breathing on her own and was transferred to another facility for management of the pump. Following transfer, the pump was refilled and a priming bolus was programmed, and it was not known that the pump tubing and catheter had not been emptied of drugs. The pt has recovered, was discharged and is reported to be doing well.